Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported the pump usb charging port was not able to hold multiple charging cables in place during the charging process. The customer's blood glucose was 191 mg/dl. The customer reverted to alternate insulin therapy.